Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the pump was removed and replaced with a new one because it was to high on right side of scrotum due to missing testicle. The physician opted to replace it with longer tubing on the left side of scrotum. There were no further complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.